Event description:
It was reported a triclip procedure was performed to treat grade 3+ tricuspid regurgitation (tr) with a severely rotated heart. The clip was positioned above the anteroseptal leaflet. The physician crossed the valve and the clip appeared to have rotated. They attempted to reposition, however upon manipulation under the valve (1hr rotation clockwise) the clip became stuck. The physician attempted to come back to the right atrium (ra) but was tethered to something under the anterior leaflet. They undid their movements and catheter abruptly jumped towards the anterior leaflet. They adjusted the guide to move away from lateral leaflets and came into the ra. They attempted to grasp the leaflets 1-2 more times after repositioning in the ra and crossing but were unsuccessful with grasping due to poor visibility on rv inflow x plane. There was no transgastric view and the patients heart was severely rotated. After 90 minutes, the procedure was aborted. The tr remained the same. During removal of the device the clip got stuck on the triclip steerable guide catheter (tsgc) . It was noted that all steps were followed per IFU. They rotated the arms of the clip so the two arms were visible on imaging and the clip came in to the tsgc. Upon removal of the clip, tissue was observed. Physicians did not know when or what tore as the tr remained the same.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unintended movement, difficult to remove tcds from tsgc, and difficult imaging were unable to be determined. The reported unable to grasp leaflets and difficult to remove from anatomy were due to procedural circumstances. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.